Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a suction instrument. The customer reports the small locking mechanism where you would retract and lock the tip had broken off. It was the size of a tip of a pencil. The customer reports that they were looking for it, they knew it was broken off. They recognized that because when the pool tip was locked in place, it wouldn't hold. As they looked further the small tip had broken off. They were able to suction it out. There was no ill effect to the patient. It was an exploratory laparotomy.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that product was manufactured on 08/28/2011 in the suction assembly line and released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A decontaminated sample was received for evaluation and the reported condition was confirmed. The manufacturing process for the reported product was reviewed and there is no potential condition that could be attached to the failure mode. In reviewing the molding process, the machine is running according to specification and no non-conformances were reported in the last 12 months regarding the reported issue. The potential root cause identified is excessive force or an incorrect manipulation of the device. A quality alert was posted in the manufacturing line and in the molding process in order to notify the appropriate personnel involved regarding the reported issue. In addition, the inspection level has been raised to tightened to increase inspection for the components. The machine is running according to specifications and no non-conformances were reported in the last 12 months. According to the internal process specifications there are no current factors that are attached during the manufacturing process. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.